Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735825r, serial/lot #: (B)(6), ubd: , UDI#: h3: a medtronic representative went to the site to test the equipment. The electromagnetic (em) interface was replaced and the system then functioned as intended. H6: codes b01, c13, and d02 are applicable to the system checkout. H3: the em interface, lot number: 603001458, was returned to the manufacturer for analysis. The em interface was tested and faulted immediately when connected to the lat station. Afterward the interface was connected to an emtest but failed connection. H6: codes b01, c13, and d02 are applicable to this analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that when prepping for an em case, the system started reporting "localizer faulted." The manufacturer representative (rep) switched out the emitter, but the issue did not resolve. The rep then swapped out the emitter breakout box (bob) and the localizer faulted message went away. Technical services (ts) had the rep run the printcameradiagnostics to diagnose the issue with the bob. There was no patient involvement.